Event description:
It was reported that a high capture threshold was observed on the right atrial (ra) lead. A procedure was performed during which the ra lead was explanted. During this procedure, capture thresholds could not be obtained on a new defibrillatory right ventricular (rv) lead for upgrade. The new rv was exchanged. The patient was stable before, during, and after procedure.